Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in the event, the faulty scope socket was causing the b30 error to appear. Additionally, the lamp life meter was giving a reading of 500+ hours and requires replacing. There was also cosmetic damage noted on the device. The front panel was broken at the bottom of the scope socket. The top cover had bare metal exposed, the rear panel was bent, and the lamp door was missing a knob. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus evis exera iii xenon light source loaner device was returned. While inspecting the device, it was discovered that the scope connector was making poor contact and causing a b30 scope communication error to appear. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope socket could not be determined. Olympus will continue to monitor field performance for this device.